Event description:
The procedure was dvt lysis of the left femoral vein. The distal trellis balloon burst during the procedure and could not aspirate.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: upon initial investigation of the returned sample, the distal balloon was examined under magnification. There was no damaged found on distal balloon. The balloon could not be inflated because the lumen was clogged with dried coagulum. The proximal balloon was also examined under magnification. A tear was observed at the belly region from a 3 o'clock view.

Manufacturer narrative:
A DHR review was performed on product code bvt812030, lot# 551815, which was manufactured in february 2013 and the expiration date is february 2015. This lot was 100% visually inspected with no defects detected.